Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a convalescent home. The caller stated that the official cause of death is unknown; however, they believe it was stroke and diabetes. The customer was hospitalized due to stroke on (B)(6) 2015. The customer's blood glucose, at the time of death, is unknown, however, the last recorded blood glucose value was 419 mg/dl on (B)(6) 2015. The customer was not wearing the insulin pump at the time of death. The caller stated that the customer had been off the device for two or two and a half months prior to death due to medicare no longer providing supplies. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with (B)(4) battery. No cosmetic damage noted. Data analysis: from (B)(6) 2016 has 0.0u daily insulin total.